Manufacturer narrative:
The user guide stated: the device is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Infusion set was changed and insulin delivery was resumed. Customer's blood glucose (bg) was 600 mg/dl and a trace of ketones were present. A correction bolus was delivered to address bg. Reportedly, customer was using fiasp insulin in the cartridge. Fiasp is not labeled for use with the pump.